Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant no capture and undefined high impedance were noted on the pacing lead. Trouble shooting was performed and blood was then observed in the lead header of the implantable pulse generator (ipg). The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.